Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 310 mg/dl between 4 and 24 hours of wearing the pod. The patient reported they changed their pod the day prior and now their bg levels are elevated. The patient stated they had a cup of tea and a cookie before going to bed and woke up this morning with the levels at 200mg/dl. The patient reported their breakfast consisted of two slices of bread, a cup of tea, and they did a bolus of 8 units, but their bg continued to rise. The patient removed the pod from their arm and discovered that the cannula was a bit bent. As treatment a new pod was applied.